Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and device was not detected on the bus. It was also observed that one of the indicator lights on the back of the machine was off and a plug was found disconnected. The customer attempted to recover the drawer and reboot the station; however, the issue persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 was disconnected from the bus. A field service engineer disconnected and re-connected all the connections to the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.